Manufacturer narrative:
One lighttrail single use 270 laser fiber was received for evaluation. Visual examination revealed that there was no exposed glass fiber tip remaining. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a lighttrail single use 270 laser fiber was used during a laser lithotripsy of right ureteric calculus procedure in the right ureter performed on (B)(6) 2016. Reportedly, the laser unit used was an auriga xl with initial settings of 300mj and 5hz. According to the complainant, during procedure, the physician was lasering a hard stone located at the distal part of the right ureter at an increased laser settings of 800mj and 5hz. After 5 minutes of intermittent lasering, the tip of the fiber broke off. The tip of the fiber could not be located and the physician did not attempt to retrieve the detached tip. The patient was stented as a standard part of the laser lithotripsy procedure and the physician expects that the detached tip would pass out through the stent. The procedure was completed with the same lighttrail single use 270 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The reported lot number 201600971 does not a match to the lighttrail devices lot numbers; therefore, the manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 than a lighttrail single use 270 laser fiber was used during a laser lithotripsy of right ureteric calculus procedure in the right ureter performed on (B)(6) 2016. Reportedly, the laser unit used was an auriga xl with initial settings of 300mj and 5hz. According to the complainant, during procedure, the physician was lasering a hard stone located at the distal part of the right ureter at an increased laser settings of 800mj and 5hz. After 5 minutes of intermittent lasering, the tip of the fiber broke off. The tip of the fiber could not be located and the physician did not attempt to retrieve the detached tip. The patient was stented as a standard part of the laser lithotripsy procedure and the physician expects that the detached tip would pass out through the stent. The procedure was completed with the same lighttrail single use 270 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.